Manufacturer narrative:
This event was identified during review of scientific literature. The article contained limited info. The contact author has not replied to requests for additional info about the devices. This article could not be matched to any info previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore, evaluation of device performance was not possible. A review of the manufacturing records could not be performed as lot numbers were not provided. All of our valves are 100% tested at the time of manufacture. Appelgren, tobais, zetterstrand, s, elfversson, j, and nilsson, d. Long-term outcome after treatment of hydrocephalus in children. Pediatric neurosurgery 2010;46:221-226.

Event description:
The reviewed literature article involved 76 ventricular peritoneal shunt surgeries, 42 of which used strata valves, and 32 of which used delta valves. Fifty eight percent of the shunt surgeries failed over an average follow-up time of 4.7 years, and 17 percent of pts developed an infection. The article did not comment on how many medtronic valves resulted in revision due to infection.